Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device\ migration of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('other injury(ies) or complication(s) please describe: autoimmune') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst and vomiting. Concurrent conditions included depression, endometrial hyperplasia, anemia, high cholesterol, hypothyroidism, irritable bowel syndrome, back pain, ovarian cystectomy, breast reduction, nausea, uterine bleeding, abdominal adhesions and pelvic adhesions. Concomitant products included docusate, fentanyl, ibuprofen, ketorolac, levothyroxine, oxycodone, paracetamol (acetaminophen), pethidine (meperidine) and pravastatin. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("pain hips / wrist"), musculoskeletal pain ("pain shoulders") and neck pain ("pain neck"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage and weight increased had resolved, the autoimmune disorder outcome was unknown and the arthralgia, musculoskeletal pain and neck pain was resolving. The reporter considered arthralgia, autoimmune disorder, device dislocation, menorrhagia, musculoskeletal pain, neck pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details- the device was deployed and 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: per pfs- result: unilateral occlusion (left tube occluded). Per mr- 1. The left-sided essure device is in place and the left fallopian tube is blocked. 2. The right-sided fallopian tube is blocked in its mid portion, but the essure device is not in the expected location. It is present in the lower uterine segment. Lot number: 621681; manufacture date: 2006-10; expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device\ migration of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('other injury(ies) or complication(s) please describe: autoimmune') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst and vomiting. Concurrent conditions included depression, endometrial hyperplasia, anemia, high cholesterol, hypothyroidism, irritable bowel syndrome, back pain, ovarian cystectomy, breast reduction, nausea, uterine bleeding, abdominal adhesions and pelvic adhesions. Concomitant products included docusate, fentanyl, ibuprofen, ketorolac, levothyroxine, oxycodone, paracetamol (acetaminophen), pethidine (meperidine) and pravastatin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced arthralgia ("pain hips / wrist"), musculoskeletal pain ("pain shoulders") and neck pain ("pain neck"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage and weight increased had resolved, the autoimmune disorder outcome was unknown and the arthralgia, musculoskeletal pain and neck pain was resolving. The reporter considered arthralgia, autoimmune disorder, device dislocation, menorrhagia, musculoskeletal pain, neck pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details- the device was deployed and 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: per pfs result: unilateral occlusion (left tube occluded). Per mr- 1. The left-sided essure device is in place and the left fallopian tube is blocked. 2. The right-sided fallopian tube is blocked in its mid portion, but the essure device is not in the expected location. It is present in the lower uterine segment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot number was added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new events-abnormal bleeding (menorrhagia), migration of essure device, shoulder pain, hips \ wrist pain, neck pain, weight gain, autoimmune were added. Concomitant drugs & conditions were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.